Manufacturer narrative:
The insulin pump was received with no esc button response due to corroded esc keypad trace. Analysis was unable to verify for battery out of limit alarm due to no esc button response. No vibration anomaly or moisture damage noted inside pump noted during testing. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the buttons were unresponsive. The customer's blood glucose was 138 mg/dl at the time of incident. The customer mentioned that they received a battery out limit alarm during normal use but they were able to clear the alarm. The customer stated that the insulin pump was exposed to moisture. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.